Manufacturer narrative:
E1: establishment name: tandem, address ¿ 11045 roselle street, suite 200, city: san diego, state, province or territory: ca, post office or zip code: 92121, country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced leakage issue on (B)(6) 2026. It was stated that the infusion set tubing was leaking at site.